Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the actuator of the delivery catheter system (dcs) separated at 2/3 closed. The valve was fully recaptured, and was recaptured two times. The implanting physician decided to withdraw the valve and dcs from the patient. The valve was not reused and a new valve was loaded onto a new dcs and was implanted uneventfully. No anatomical peculiarity was noted as a trigger for this event. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs and the capsule was fully opened. Visual analysis showed the tip-retrieval mechanism appeared intact with no damage noticed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule and a kink was observed on the inner member near the spindle hub. A stress mark was observed on tab 4 of the male actuator component. A hairline crack was observed on tab 3 of the male actuator component. A stress mark was observed on tab 2 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique, and the cause could not be determined with the available evidence. Positioning difficulties do not typically indicate a device manufacturing issue. Positioning difficulty trends were reviewed and no further action was recommended. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. The source of these voids could not be determined. The kink observed on the inner member near the spindle hub does not indicate this damage occurred during the reported issue. The cause of this damage could not be determined. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.